Event description:
Additional information received reported the patient was still not feeling stimulation sensation. It was thought the therapy was not helping the patient. The patient thought the battery was dead. It was noted though that sometimes the patient did not even have the implantable neurostimulator (ins) turned on. Additional information received a day later reported the patient had an appointment scheduled with a nurse at her physician¿s office. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient was still experiencing a loss of therapeutic effect. She was at 3.7 volts and program 3 in (B)(6), 2012. She was still having concerns with her device or therapy but was working with her physician. She had an appointment scheduled for (B)(6) 2012. The manufacturing representative helped adjust the patient's stimulation over the phone. The amplitude was increased.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation. The patient was also unable to adjust stimulation. It was determined the implantable neurostimulator (ins) was powered off. The ins was turned back on, but the patient did not think she was feeling stimulation. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28, lot # v390203, implanted (B)(6) 2010, explanted unk; programmer model 3037, serial # (B)(4).